Event description:
The pump was returned for investigation. Investigation revealed contamination found under the button key contacts. The audio bolus button was also found to be missing. The display screen was found to be dim and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be intact. The keypad buttons were found to be responsive to user input. The keypad cover was removed and contamination found under the button key contacts. The audio bolus button was also found to be missing and therefore, the bolus button was unable to be tested. The display screen was found to be dim and discolored. A new test screen was inserted and the display illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.